Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented by implementation in accordance with the below instructions for use: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; indication on scope connector is peeled; forceps channel port is shaved; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; scope cover cover unit has a scratch; flexibility adjustment ring has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; suction cylinder is shaved; plastic distal end cover has a scratch; switch3 has a scratch; scope cover has a scratch; scope connector has a scratch; universal cord has a wrinkle; universal cord has a scratch; grip has a scratch; control unit has a scratch; adhesive on bending section cover or distal sheath rubber has a crack, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, air supply and water supply pipe was clogging. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.